Event description:
Disposable device was deployed during surgery; it was noticed the tip was broken off after use. Surgeon was able to recover one piece. Product saved and given to operating room supply chain leadership. X-ray taken per protocol.